Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The probe was broken off at 16 mm from the distal end. There was scratch around the broken point. The fracture surface of the probe showed that crack developed. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the probe was cracked when the user activated output contacting with metal or something hard object such as metal clips, stapler, or other instruments, besides the probe was broken off when the probe was subjected to a load. The above device handling has warned in the instruction manual.

Event description:
We received the following report. *during a gastric laparotomy, the subject device was used. After 60 minutes since the surgery began, an unspecified error occurred and the device became unable to output. The probe of the device was broken off when the user cleaned the subject device outside the patient. The intended procedure was completed with another device. There was no patient injury reported.